Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's blood glucose level was 293 mg/dl. Customer's mother stated customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer's mother was advised to discontinue use of the device and revert to back up plan. Device also alarmed no delivery, but was unable to troubleshoot due to customer was not there. No further information reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement, occlusion, prime, no delivery test and verify no delivery alarm due to motor error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.